Manufacturer narrative:
Correction: d3, g1 - report should have been submitted with a 2017865 manufacturer report number.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported a patient's atrial lead presented with a ruptured pocket, ulceration, and infection in which the lead eroded through the skin. The lead was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.